Event description:
It was reported that the customer received a motor error alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received missing end cap sticker.